Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient experienced itching and burning under the left lead. Patient asked to switch to the right lead since the right lead was more comfortable. Patient was referred to their medical doctor. It was unknown if the symptoms resolved at the time of the report. No further complications were reported or anticipated.